Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2022. Following the procedure the hydrogel was noted to have been injected in part of the rectal wall. Magnetic resonance imaging (MRI) showed disruption of the rectal mucosa down to the muscularis layer. The patient is expected to fully recover. It was reported the patient was to return in six to eight weeks. Stereotactic body radiotherapy (sbrt) was initially planned for the patient's treatment; however, it was not specified if treatment would remain sbrt.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.